Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of ventricular port damage but additionally noted that both of the output connectors were broken as well as the battery drawer, that the printing inside the battery drawer was smeared and that the hanger did not fold neatly into the lower case. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the ventricular port of the external pulse generator was damaged. The generator was returned for service. There was no patient involvement.